Manufacturer narrative:
Batch review performed on 13 may 2019: lot 174729: (B)(4) items manufactured and released on 07 november 2017. Expiration date: 2022-10-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved in the event reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452), lot 175043: (B)(4) items manufactured and released on 19-sep-2017. Expiration date: 2022-09-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery due to implant luxation, 2 days after surgery. After the revision surgery the patient has dislocated again and was then treated anatomically, close reduction.

Manufacturer narrative:
Clinical evaluation performed by medacta medical director: recurrent shoulder dislocation after reverse shoulder arthroplasty. The components remained intact and we cannot detect any hint of a defect that led to the problem. These events are normally originated by progression of disease to the soft tissues or insufficient re-establishment of soft tissue tension after the operation. No further conclusion can be drawn with the elements at hand.